Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not powering on after taking it to river and water gets inside the screen. Troubleshooting was done for damage. Customer noticed crack on the side of reservoir compartment. No further details given. No harm medical intervention was reported. The insulin pump will be returned for analysis.